Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received the drive support cap notice. Caller reported that drive support cap was sticking out and it was received that way. Customer's blood glucose was between 250 mg/dl an 300 mg/dl. Customer was advised that insulin pump would need to be replaced.